Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 - reference MFR. Reports: 1627487-2014-03480 and 1627487-2014-03482: it was reported the patient experiences heating while charging, increased recharge burden and leg pain. An sjm representative was unable to resolve the issues with reprogramming and replacing the charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected. Due to the nature of litigation these allegations cannot be confirmed or rejected. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported.